Manufacturer narrative:
Weight: unk race: unk. Ethnicity: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patients right eye (od), on (B)(4) 2021. The lens was reported as having an arch height of 195um (low vault) and remained implanted. The patient will be monitored. This lens was the replacement lens for MFR. Report # (B)(4). The cause of the event was unknown.